Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had respiratory discomfort and had oxygen desaturation. The patient required decannulation and found that the device's balloon deflated.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. No failure mode was observed in the received sample since met with the product specifications. An inflation/deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 24 hours according to process instruction, and after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.